Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the reported false downstream occlusion alarms which were not reproduced during evaluation. Downstream occlusion alarms were verified through a review of the event history log but could not be determined if the alarms were true or false. The force sensor was found to be out of specification. The force sensor was recalibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a false downstream occlusion alarm during therapy (medication, dose, programmed amount and delivery rate unknown) in the labor and delivery unit. There was no patient injury or medical intervention associated with this event. No additional information is available.